Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a perforation occurred that is believed to have been sustained during the placement of the rv lead. The patient required a pericardiocentesis and a surgical repair. Epicardial leads had to be placed to complete the procedure. The patient was reported to be in stable condition following the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.